Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR#: 2938836-2019-16061. It was reported that during implant procedure unrelated to this event, lead dislodgement was observed. The lead was explanted and replaced with a new lead. Patient was stable post procedure.